Event description:
I am concerned about the use of pre-filled insulin pens in the hosp settings. Hospitals are implementing these pens to issue to pts in place of a vial of the prescribed insulin. The reason is to save money. The cost of the insulin cartridge for the pen is less than a vial of humalog or lantus insulin. I am concerned about the potential of spread of disease between pts. A new, sterile needle is used on the pen for each dose of insulin. These needles access the cartridge via a recessed needle on the back that is inserted into the cartridge. The other end is inserted into the cartridge. The other end of the needle is used to inject the pt. Hence, once a cartridge is used on a pt, there is the potential that the insulin inside the cartridge may become contaminted since the front end of the needle is in the pt at the same time that the back end of the needle is in the cartridge of insulin. These pens are designed for "single pt use." However, it has been the practice of nurses to "borrow" insulin from another pt's vial of insulin when needed. This practice does not pose an infection control issue- multidose vial and sterile insulin syringe. Our hosp provides a bottle of regular insulin on each medicine cart to be used for multiple pts. Hence, I am concerned that nurses will assume that if they put a new needle on the cartridge that it will be ok to use it on another pt. The co reps that inserviced two insulin pens at our hosp this week did not give any specific warning against this practice until I mentioned it. Another infection control issue is related to the unprotected, exposed needle on the back of the needle that is used to give the insulin. There are "safety needles" available that prevent a needle stick with the end that is used to inject the pt. However, the posterior end of the needle is only recessed. Nurses can easily stick their fingers with this end. One of the sales resp did so this week during an inservice. If this occurs, after it has been used on the pt, it would be a contaminated needlestick injury. When I asked one rep, this week, if it would be ok to use the pen between pts, she said yes. When I explained why it would be an infection control issue, she understood it. Pre-filled insulin pens are a good option for pts to use. However, because of the way nurses have been trained to administer insulin, I am very concerned that the implementation of this device in the institutional setting will result in the outbreak of disease. It is not possible to retrain every nurse in a hosp to avoid the situation that I have described. I am more aware of the potential harm because I have a strong background in infection control and diabetes devices. In my carreer, there have outbreaks of disease transmission in the institutional setting related to blood glucose testing devices used among multiple pts. I am very concerned that the practice of using insulin pens in the institutional setting is another disaster waiting to happen for pts.